Event description:
It was reported a patient underwent an unknown cardiovascular procedure on an unknown date and a bulb reservoir was used. During an surgery, after opening the package and before use, the suction port was damaged when connecting the drain connector to the product. Another product was used and the surgery was completed without any problem. Further details are not provided. There were no adverse consequences to the patient. Upon receipt and analysis it was observed to have be short around 5~6 mm and there was a sharp cut marks visible on the section area.

Manufacturer narrative:
Product complaint # (B)(4). Additional information has been requested and received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. ¿ what is the lot number? Unk. ¿ please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections. We regularly contact with sales rep about the device returning. H3 evaluation: one complaint sample of reservoir bulb (with an adapter and a separated connection port), was received for evaluation, product was inspected visually, below are detailed findings : connection port of the bulb was short around 5~6 mm and there was a sharp cut marks visible on the section area. Separated connection port of around 5~6 mm was stuck inside the connector, and there were also visible cut mark on the section of the connection port. No negative observation was identified in adapter. Retention sample is not checked, as lot no. Of the complaint is unknown. During investigation of the complaint, batch manufacturing record and retained sample review could not performed, as the lot number of the complaint was unknown. It is suspected that, connection port of bulb might have came in contact with some sharp tool used prior / during surgery, and lead to the defect generation. External factors like mishandling or improper usage at user end could not be ruled out. As per standard practice, 100 % functional test and 100% visual inspection was carried out, visually. Before and after packing of finished goods, prior to the product release. There was no scope to miss out such defect, at manufacturing / release stage. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.